Event description:
Caller reported that patient received elevated blood glucose levels (11-13 mmol/l) and tried to bolus, but the device did not lower his blood glucose level. Patient utilized injection therapy to bring blood glucose level to normal range.